Event description:
Consumer reports toothbrush head disengaged during. This is reported as a malfunction with the potential to cause serious injury. A minor injury ¿stabbed myself in the face¿ occurred.

Manufacturer narrative:
The head was made at the following location. (B)(4).